Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of loose connection was confirmed. The scanner shuts down prematurely when ac power is removed. The root cause of the reported issue is a use-related charging port failure.

Event description:
Scanner shuts down prematurely when ac power is removed.